Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by drain pain. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized and was treated with unspecified medication (dose, route, and frequency were not reported) for the event. The patient outcome and action take with pd therapy were not reported. No addition information is available.